Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh implanted. The patient underwent another procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent total vaginal hysterectomy, colporrhaphy,cystoscopy, l salpingo-oophorectomy, perineorrhaphy due to suprapubic and pelvic relaxation, occult sui, uterine fibroids. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, dyspareunia. It was reported that patient underwent laparoscopic sacrocolpopexy, lysis of adhesions, cysto and mesh revision for mesh erosion anterior vaginal wall on (B)(6) 2009. It was reported that patient underwent excision of anterior wall vaginal mesh, cystoscopy, and posterior colporrhaphy for mesh erosion on (B)(6) 2011. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.